Event description:
Surgeon sent in a slide for a synthes symposium showing an orbital plate being removed from a patient for a build up of an adhesion under the eye.

Manufacturer narrative:
Additional information has been requested. Syntheses is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be requested.